Event description:
It was reported that patient faced insulin flow blockage due to cannula bent event on (B)(6) 2026. The blood glucose level was high. The infusion set was in use for less than twenty four hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.